Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and the feedthru and terminals were replaced. The recipient was reimplanted with another cochlear device. This is the final report.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted.